Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection of the returned device found that the device was slightly bent just proximal to the distal end and at 22.0cm from its distal end. The ptfe coating was scraped at 132.0cm to 144.0cm from its proximal end. The coating was scrapped 360 degree around the guidewire. The ptfe coating appeared to be scraped with the torque device brass collet. The guidewire hydrophilic coating was conforming to its visual inspection. The guidewire dimensions which could be measured were within their specification. Further functional evaluation showed that the guidewire rotation, using a torque device, was not smooth; the device was jumping in the distal section likely due to the observed bend. The guidewire was back loaded and advanced into the wingspan inner body catheter through its distal end with slight friction. The coating damage on the proximal end of the device was most probably due to the insufficient tightening of the torque device. The labeling states: "securely fasten the torque device onto the wire to prevent slippage of the torque device and to avoid product damage (i.e., core wire abrasion/peeling of ptfe, etc.)." Therefore, it was determined that the cause of the observed ptfe peeling is considered to be use related.

Event description:
Analysis of the returned device found that the polytetrafluoroethylene (ptfe) coating was peeling at the proximal end of the guidewire. There was no reported clinical consequence to the patient.